Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 42, pump error 14, pump error 4, and cosmetic damage located at the battery compartment found on (B)(6) 2022. Pump was received with frozen white display. Unable to perform displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self -test, and displacement accuracy test due to frozen white display. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 42 occurred on 07/24/2022 08:46 pm on event date in history files. Pump error 14 occurred on 07/24/2022 08:46 pm on event date in history files. Pump error 4 & pump error 63 (esf# 3926945, file#2017, line#147)occurred on 07/24/2022 08:46 pm on event date in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack & force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label, corroded battery tube . Pump error 14 & pump error 42 is confirmed due to being found in history files and moisture damage. Pump error 4 & pump error 63 is confirmed due hardware defect. Frozen display is confirmed due to moisture damage to pcb 1. Cosmetic damage is confirmed at battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and insulin pump did the test. Customer reported crack on the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.